Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 3 of the bd micro-fine¿+ demi insulin syringes had damaged stoppers. The following information was provided by the initial reporter, translated from swedish to english: the rubber thing in syringe was bad. Not possible to obtain more info or samples.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported by the customer that 3 of the bd micro-fine¿+ demi insulin syringes had damaged stoppers. The following information was provided by the initial reporter, translated from swedish to english: the rubber thing in syringe was bad. Not possible to obtain more info or samples.